Manufacturer narrative:
Concomitant medical products: product ID: 3898, lot# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information from the healthcare provider of the foreign clinical study reported the patient did not have any symptoms. Since previously symptoms were reported additional follow up is being done to confirm whether or not there were symptoms related to the event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the previously reported symptoms of pain, pseudomonas, and inflammation of the lumbar scar were not related to this event. The symptoms were related to another event.

Event description:
It was reported that there was lead migration. There was an externalization of the electrode during the test phase. There was an invasive procedure to change out the electrode at the time of the introduction of the implantable battery on (B)(6) 2012. Actions required as a result of the event included replacement. The patient¿s status at the time of report was alive with no injury. It was unknown if there were any patient symptoms or complications associated with the event. Later it was reported that the implant of the test lead was (B)(6) 2012. The cause of the event was reported as endogenous nosocomial infection. The patient was a diabetes risk patient.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated the location of the pain was the lumbar region. The type of infection was pseudomonas. Signs and symptoms included inflammation of the lumbar scar and action taken included ablation.